Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0209613780, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the relatedness to the device was changed to yes and it was related to the lead component. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209613780, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that the patient had an infection with purulent discharge at the electrode level. The lead was explanted and the patient received antibiotic and antalgic treatment. The event resolved on 25-jul-2015. It was noted the event was not serious, related to the procedure, and not related to the device. Medical history included idiopathic functional urinary retention since 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the sponsor assessed the event as serious and device related. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.